Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced insufflator product due to 2001 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator product was analyzed and installed onto the known good in-house system and powered on with 2001 error. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The insufflator was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
It was reported that during a training/demo of the da vinci system, there were 2001 errors on the insufflator. There was no report of patient involvement.